Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Event description:
It was reported to baxter united kingdom that an lv folfusor device overinfused a patient with fluorouracil. The device infused an 48 year old female patient with 233ml of fluorouracil in 18 hours instead of the expected infusion time of 46 hours. There was no report of patient injury or medical intervention. No additional information is available at this time.